Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. It was reported that the customer experienced an elevated blood glucose (bg) level of "high", although a specific value was not given. Customer administered a correction bolus via the pump to address bg. The customer reverted to an alternate method of insulin therapy.